Event description:
It was reported that, during the implant procedure, vector breakdown revealed one vector on this right ventricular (rv) lead with out-of-range pacing impedance measurements. Once the pocket was closed, that vector recorded impedance values greater than 3000 ohms. Technical services (ts) explained that the implant site may have been saturated with electromagnetic interference (emi) sources. The shock impedance remained within normal limits, and the electrogram (egm) appeared clean. Ts provided reprogramming recommendations. No adverse patient effects were reported. This rv lead remains in service.